Event description:
I had a breast augmentation with allergan natrelle implants 3 years ago and began experiencing life altering symptoms: chronic fatigue, joint pain, numbness and tingling of extremities, brain fog, memory loss, insomnia, eye puffiness. I have seen a pain specialist, neuro surgeon, endocrinologists and my family practice dr. Each dr has had difficulty understanding why I am experiencing these symptoms. FDA safety report ID# (B)(4).